Event description:
The customer contact reported a leak. On an unspecified date, the customer contact reported that the option-lok male adapter of the tubing set was connected to the pt's IV access site and was being used to deliver an unspecified volume of saline solution. After an unspecified length of time, the customer contact reported an unspecified volume of solution leaked from the connection of the tubing to the outlet port of the cassette of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number of the device that was in use is unk. The customer contact identified two possible lot numbers (plots). The possible lot numbers are 230085h and 230125h. This report represents all the info known by he reporter upon query by hospira personnel.